Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus'), pregnancy with contraceptive device ('pregnancy birth - complication') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), fatigue ("fatigue") and psychological trauma ("psych injury related to essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, abdominal pain, back pain, allergy to metals, alopecia, fatigue and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, dyspareunia, fatigue, pelvic pain, pregnancy with contraceptive device, psychological trauma and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion date of essure: (B)(6) 2008 and (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new event (dyspareunia, pelvic pain female, back pain, abdominal pain, nickel allergy, pregnancy with intrauterine device, spontaneous abortion, device ineffective, uterine perforation, fatigue, device monitoring procedure not performed and hair loss) updated, reporter detail and patient date of birth updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.